Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that on literature review "risk factors for rebleeding after successful rapid rhino packing in epistaxis patients", 2 patients had nasal septal perforation after a epistaxis episode where a rapid rhino device was used. It is unknown how were the patients treated. Patients outcome is unknown. No further information is available.

Manufacturer narrative:
H11: h2: corrected data on g2 and attachments. H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. Insufficient product identification information was provided and thus a manufacturing record review, an instruction for use review and a risk management review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A clinical review states that according to the complaint details, two patients experienced nasal septal perforation following an episode of epistaxis in which a rapid rhino device was utilized. However, the treatment details for these patients remain unknown. Per case details, no further information is available. In the absence of patient-specific, clinically relevant documentation, a thorough medical investigation cannot be conducted. The images and documents referenced in the article have been interpreted within the context of the publication; therefore, no further image analysis is necessary. The study concluded that patients who experienced rebleeding after rapid rhino packing were more likely to be on concurrent oral anticoagulation therapy. Additionally, a history of nasal surgery was strongly correlated with multiple rebleeding episodes. The extent of patient impact beyond the reported nasal septal perforation could not be determined. Based on the limited information provided we are unable to conclude on factors known to contribute to the alleged report. Based on this investigation, the need for corrective action is not indicated.